Event description:
It was reported that a patient experienced multiple issues following the implantation of an implantable neurostimulator for pain stimulation. The patient reported soreness in the neck, shoulder, and back after charging the device, as well as pain and inflammation at the implant site during charging. Difficulty charging the device was noted, including struggling to find the correct position to charge, inability to charge without the belt, and the need to press and rub the incision area to initiate charging. Charging sessions were prolonged, taking approximately 2.5 hours, and the device's battery depleted to 20% within a day and requiring daily charging. The patient also reported a connection problem with the communicator device. Stitches and a piece of medical tape remained over the implant area, which was not fully healed. The patient was advised to wait for the implant site to be fully healed before charging due to pain and inflammation, as inflammation was noted to cause difficulty with connection. The patient was informed that daily charging was recommended to avoid lengthy charge cycles and was advised to discuss the possibility of using a non-rechargeable implant battery with their healthcare provider. Troubleshooting included reviewing information from the implant/therapy manual and labeling, and the communicator connection issue was resolved with assistance. Additional information was received from patient and reported they were still having issues with charging the ins, couldn't locate the right spot in their back to maintain connection to charge, and yesterday it took 2-2.5 hours. When they find the right spot, it kept disconnecting. Patient explained they saw poor coupling numbers between 0 and 1 on the recharger application, then the light on the recharger goes orange and starts beeping again. Agent walked the patient through reset of the recharger and trying to connect once again. Patient said they applications on their handset had moved around (agent understood patient may have accidentally moved them while using the handset). Patient had difficulty using the handset; kept saying they could not access the recharger app after they moved the icon, but was also explaining seeing screens that should only display in the recharge app. Eventually the patient was able to establish a 'good' connection with ins at 80%, but then lost it again. Patient was concerned the ins may have changed location within their body due to how difficult recharging was. Patient stated they had been working with a manufacturing rep named who was helping them last week and was supposed to call them again tomorrow; they tried contacting him today, but was told he'd return their call in 24 hours. Patient mentioned they weren't sure the ins was even working because it wasn't helping their lower back like in the trial, even though it was helping their mid-back. Agent redirected the patient to their healthcare provider so they could work with them and reps to further address the issue. Patient wondered if they should have an x-ray of the implant to have it checked; agent again redirected to hcp. Patient mentioned they had a small and large belt, but neither fit quite right. Agent sent request to repair for a medium belt. Agent closed case. Pt called back stating they were sent a medium belt but it was too big, the small belt they already had was too small. Agent reviewed belt sizes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.